Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the insulin did not exit the tubing with the plunger push and there was greater than normal resistance which indicated that the infusion set tubing was blocked on (B)(6) 2026.